Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that insulin leaked from the reservoir. The blood glucose reading was 241 mg/dl. The customer stated that the leak occurred with every reservoir set change. She stated that whenever she changed the reservoir, she noted little droplets around the inner circumference of the reservoir compartment. She believed that insulin may have slipped past the o-rings of the reservoir. She also reported that the issue had been recurring since the past summer. Insulin was visible in the reservoir compartment. Advised return of the reservoir and transfer guard for analysis. Nothing further reported.